Event description:
In 2009, the patient stated that he did not feel well the day before, and he changed his infusion site and found that the cannula was bent. He believes that the cannula may not have been inserted into his body, although, he did not notice insulin leaking at the site. His blood glucose was elevated to the "mid teens". His normal blood glucose level is 4-7 mmol/l (72-126 mg/dl). He switched to injection therapy and his blood glucose returned to normal. He stated that he initially did not know why his blood glucose was elevated and he was watching what he ate and he was bolusing through the infusion device but his blood glucose remained elevated. The infusion site had been in use for 18 hours. The patient did not required medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.